Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise leading to inappropriate mode switch episodes. The lead will continue to be monitored. The patient was in stable condition.